Event description:
The account alleged the bed has intermittent trendelenburg function.

Manufacturer narrative:
The account found the logic board was not working. The account replaced the logic board to repair the bed.